Event description:
Ligasure would not activate despite having appropriate amount of tissue. Device was cleaned, dried, and plugged in again but still would not work. Manufacturer response for covidien ligasure, (brand not provided) (per site reporter): product will be picked up for evaluation.